Event description:
Three failed ambulatory ph monitoring exams using the given imaging bravo ph delivery system. Seven hours of the 48-96 hour exam recorded and only 2 hours of the study was recorded. No lot number given but did not work from the start so study was aborted. Reason for use: rule out gerd.